Event description:
Ous MDR - after an implant duration of about 65 months it was reported that the device indicated an error code during the follow-up, alerting the physician about an increased current drain. No adverse pt side effects have been reported. The device was explanted and returned for analysis.

Manufacturer narrative:
Ous MDR - upon receipt the pacemaker was subjected to a visual inspection. There was no indication of a defect. The electrical incoming inspection revealed that an interrogation of the device was unsuccessful. Also, taking a pacemaker dump was not feasible. The measurement of the output signal showed no pacing functionality. During the clinical scenario, the device automatically detected the inappropriate current consumption during the follow-up and a warning message alerted the physician. Next, the pacemaker was shipped to the MFR of the electronic module. The pacemaker was subsequently destructively analyzed. The battery was found to be depleted. A high current was indicated but temporary. With a new power supply the device worked as specified. The current consumption was found to be ok. The quality documents accompanying the pacemaker have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker. The current consumption during the production at biotronik was regular. In summary, the analysis did not identify a high current consumption but a temporary error condition leading to the clinical observation. Connecting a new power supply the device worked as specified. Radiation therapy should be taken into consideration.